Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not yet complete.

Event description:
Device issue: failure to deflate. Time of device issue: during procedure. Adverse effect: none. It was reported that during the procedure in the occluded proximal left anterior descending artery, the xience v stent was successfully deployed. When attempting to deflate the balloon, complete deflation could not be achieved. After removal from the patient anatomy, the balloon remained semi-inflated. There was no adverse patient effect. Though requested, additional information was not provided.